Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated medical surgery. In turn, the ipg was unable to communicate nd the ipg was deemed inoperable. Surgical intervention may be planned to address this issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.